Event description:
The manufacturer received information alleging it is black inside the unit related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging it was black inside the unit related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During investigation, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. An unknown contaminate was observed inside the ui panel. A hairlike substance was observed on the blower. Inside the bottom enclosure was broken which is consistent with the device being dropped. Liquid ingress was observed on the blower, blower box. A contaminate consistent with keratin was observed on the blower box. The device's downloaded logs were reviewed by the manufacturer. There were two errors found. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device and also observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.